Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds, sensing anomaly due to dislodgement confirmed through chest x-ray. The lead was explanted and replaced successfully. The patient was stable.